Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, there was one failure during functional testing for self-test failure. The device needed to be calibrated. (B)(4)

Event description:
It was reported that the external pulse generator (epg) displayed an error. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.